Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿), false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer reports defective plate of 221780 causing test result incorrect.

Manufacturer narrative:
Investigation summary during manufacturing of material 221780, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All batches are tested prior to release and results reported on the certificate of analysis which can be obtained at www.bd.com/regdocs. Group a selective strep agar with 5% sheep blood is stability tested biennially for biological performance to ensure satisfactory performance throughout shelf life with the organisms that are reported on the certificate of analysis. No batch number, returns or photos were provided for investigation. Trending was done on the appropriate data bases for material 221780 and no history could be found for performance issues or physical plate defects from qc testing in the last 12 months. The complaint history was reviewed for material 221780 and there are no other complaints for performance defects in the last 12 months. Bd will continue to trend for defects. This complaint cannot be confirmed.

Event description:
It was reported that during use with the bd bbl¿ group a selective strep agar w/5% sheep blood (ssa¿), false results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer reports defective plate of 221780 causing test result incorrect.